Event description:
Patient reported left side device rupture and deformation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening and observed broken on posterior side assessed as surgical damage. Shell thickness within specification). ¿ deformation: unable to observe since the device is ruptured. As per the investigation procedure, creases, non-penetrating nicks and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture and deformation. The device has been explanted.

Event description:
Patient reported left side device rupture and deformation. The device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and deformation was requested on august 09, 2024. Lot number 2275624 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: not observed, the device is rupture. No additional observations are performed. No further actions are required as no manufacturing issues are observed